Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok contained foreign matter. The following information was provided by the initial reporter: "contaminant (hair or plunger shred?) Discovered in barrel of 5ml syringe during inspection prior to compounding. Syringe was quarantined and not used for compounding the dose."

Manufacturer narrative:
Investigation results: one sample and one photo of a 5ml luer-lok syringe were received by bd. A quality engineer was able to examine the sample and photo from batch 3212354 regarding item 309632. The sample received loose contains a black hair inside the fluid path. The photo shows a close-up image of one loose syringe with the condition as described above. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. The following corrective action will be completed: a quality alert will be sent to the plant. Due: 12/31/24. A device history record review was completed for provided lot number 3212354 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
No additional information.